Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing thresholds measurements. Fluoroscopy was completed confirmed the lead was attached to the heart tissue. The lead was disconnected from the device and tested with 1100 ohms in pacing impedance. The lead was connected to the device again with the impedance measurements increased to 1560 ohms and loss of capture observed. This lead was subsequently explanted and replaced. No adverse patient effects were reported.